Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized. It was reported that after four days of unknown treatment (further details not reported), the patient insisted on going home. On an unreported date, two days after release from the hospital, the patient died at home due to the peritonitis. It was not reported if dianeal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.